Event description:
During an endoscopy procedure, the physician used a cook 6 shooter saeed multi-band ligator. After the last elastic band was released, the tambor [barrel] was also released in the pt's esophagus. The physician had to use forceps to remove the foreign object. To finish the procedure, the physician used another similar prod. No adverse effects to the pt have been reported as occurring as a result of this incident. A section of the device did not remain inside the pt's body. The pt did not require and add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a prod eval was not performed in response to this report because the prod said to be involved was not provided to cook for eval. The report could not be confirmed. The subassembly device history record for the string was reviewed. A discrepancy or anomaly was not observed with the prod that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the prod that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the prod said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Info regarding the endoscope used with this ligator was requested from the initial reporter, but was unable to be provided. This ligator is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm only. Barrel detachment can occur if an endoscope with an outer diameter smaller that 9.5 mm is used. If the barrel is not advanced as far as it will go onto the tip of the endoscope, barrel detachment can occur. The instructions for use advise the user to ensure that the barrel is advanced as far as possible onto the tip of the endoscope. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside of the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved med all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the qual engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.